Event description:
It was reported that the ventricular assist device (vad) patient passed away unexpectedly. The cause of death and circumstances surrounding the death are unknown.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One controller was returned to manufacturer because of the patient death. The controller subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation.; additional product: additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:1420/ catalog #:1420/ expiration date: 31-may-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes returned date: 2023-01-03 h3: yes h4: mfg date: 06-may-2020 h5: no h6: patient ime code(s): e2401 h6: imf code(s): ff02 h6: img code(s): g04035, g04034, g04020 h6: FDA device code(s): a18, a0708 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19, c15 h6: FDA conclusion code(s): d11, d15 product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. There was no performance allegation against the controller. Failure analysis of (B)(6)revealed the controller passed functional testing. Visual inspection of (B)(6) revealed that the cap on serial port was missing and contamination within the both power ports and the serial port; the observed controller port contamination and missing serial port cap events are additional findings not related to the reported event and may be attributed to handling of the device. Log file analysis associated with (B)(6) revealed a slight decrease in power consumption and estimated flows beginning on (B)(6) 2022, followed by a sudden decrease in power consumption and estimated flows on (B)(6) 2022 leading to parameters below the normal operating range; log files revealed eighty-one (81) low flow alarms were logged since (B)(6) 2022 since 06:19:19. Log file analysis associated with (B)(6) also revealed a controller power up event with an associated pump start event logged on (B)(6) 2022 at 23:46:41. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 97% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 67% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for twenty-one (21) seconds. The controller was powered down at (B)(6) 2022 at 23:53:58. Information provided by the site indicated that the ventricular assist device (vad) patient passed away unexpectedly. The cause of death and circumstances surrounding the death are unknown. Based on the limited information available, the device may have caused or contributed to the reported event. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including, but not limited to, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.